Manufacturer narrative:
Product ID 7428, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3391s-40 lot# v387340, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3391s-40 lot# v159369, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) was inadvertently turned off. The reporter stated the ins was turned off somehow. It was noted the patient was reprogrammed on 2013 (B)(6) and the patient¿s right side was turned back on. It was noted the patient had a follow up appointment on 2013 (B)(6) and the patient reported they were better. It was noted the symptom associated with this event was the patient feeling more depressed. It was further noted the patient outcome was resolved without sequelae. The reporter stated that once the ins was back on the patient had been doing well.

Event description:
Additional information received reported that the patient received assistance from her doctor/manufacturer representative and her concerns were resolved. It was noted that the representative was very helpful and informative.

Event description:
It was reported, the patient was not feeling well and their implantable neurostimulator (ins) was off. It was noted, the patient went to their healthcare professional (hcp) to have the ins adjusted and they found the ins was shut off. The reporter stated they did not turn off the ins and did not know what had happened. It was noted that the patient did a study with some senior residents and when she left there it "might not have been right." It was reported that one side was shut off and the other side didn't have quite the same settings. Additional information was requested, but was not available as of the date of this report. See also MFR. Report #3004209178-2013-11803. It was unclear which device was shut off and which didn't have quite the same settings.